Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending. (B)(6)

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Leakage on filter vent was reported on the second day of a 5-fu infusion. There was no chemo spillage. The vent cap had never been opened during the infusion. There was no patient harm.

Manufacturer narrative:
The complaint record now indicates that the device is available to be returned for investigation. It has not yet been received.

Manufacturer narrative:
The following items were returned by the customer for investigation: one used list #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #13615692 one used list #unknown, dry spike adapter with spike and two spiros; lot #unknown one used list #unknown, bag spike with clave; lot #unknown one used list #unknown, norm-saline injection "otsuka" 0.9% 250 ml intravenous bag with fytosid etoposide; lot #b4a80 one used list #unknown, norm-saline injection "otsuka" 0.9% 100 ml intravenous bag; lot #b3k98 one terumo 20 ml syringe two pictures were returned showing a drip chamber with a small drop of fluid that appears to be coming from the filter vent. As received, no damage or anomalies were observed on the returned device. The set was air pressure leak tested per specification. No leakage was observed on the primary plum set. The set was also attached to 3 ICU medical provided IV bags, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. No leakage was observed from the primary plum set filter vent. Leakage was observed from one of the spiros on the mating device. Although the images returned appeared to show leakage from the filter vent, the leakage was found on the spiros of the mating device. The complaint could not be replicated or confirmed on the returned primary plum set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 15apr2024.